Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2013 and mesh was implanted. The patient developed a seroma on (B)(6) 2013 that required aspiration. The event was resolved on (B)(6) 2013. The surgeon opines that the event is not related to the device but is related to the procedure.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.